Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the string fell apart upon opening two tampons. No injury was reported.

Event description:
Consumer sent e-mail stating the string fell apart upon opening two tampons. No injury was reported.

Manufacturer narrative:
24-jun-2020 product investigation results: no failure could be identified as a result of the investigation.